Event description:
A malfunction was reported on a pump by the caller, identified by the malfunction code malf 12, with an associated fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in completing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appeared in the future.